Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl due to needing basal rate settings adjustments. Customer consumed carbohydrates to address bg. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.